Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected product was received. Per visual inspection, tears were observed on the cuff of the set. The observed tears were spread throughout the cuff. The complaint about the tube coming out can be confirmed due to the damage observed on the cuff. The probable cause of the damage is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the tube came out the day after intubation. The event occurred during patient use/administration. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3: may 2025 was the reported month and year of the event, but the exact day was not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.